Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. A lead fracture was confirmed. The lead was attempted to be extracted but it was unsuccessful. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.